Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent mitral regurgitation. Patient ID: (B)(6) it was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with posterior mitral leaflet prolapse and flail. One mitraclip was implanted, reducing the mr to grade 2+. There was no device deficiency. On (B)(6) 2021, a follow-up echocardiogram was performed. Recurrent mr was noted. There was no treatment, no additional intervention, and no additional hospitalization provided. There was no device malfunction specified. The event is unknown if device related. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported expulsion (clip detachment). The heart failure, mitral regurgitation (mr) and tissue injury appear to be related to the procedural condition of the expulsion. Heart failure, mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization, and medication required were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: health effect - impact code 4614 removed. Medical device problem code 2993 removed.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2022, the patient was admitted to the hospital for heart failure. An echocardiogram was performed indicative of severe mitral regurgitation and a potential leaflet flail with detachment of the mitraclip. It was unable to be clarified what type of detachment (partial or full detachment) occurred. Reportedly, the clinical site obtained this information from the va clinical and has not received additional clarification. There was no embolization reported. Medications were provided as treatment. On (B)(6) 2022, the patient was discharged from the hospital.